Event description:
It was reported by service report that the fowler was easy to push down at 20 degrees or below. The clutch break was also slipping. The customer could not determine whether there was patient involvement and/or adverse consequences.

Manufacturer narrative:
Results: fowler brake clutch.